Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The o-ring was removed from the pneumatic tap and a cartridge was successfully loaded. There was no reported impact to the user¿s blood glucose level.